Manufacturer narrative:
Complaint allegation is confirmed. Visual inspection identified that the white/blue fibertape from the tightrope® ii rt, reconstruction with internalbrace¿ ligament augmentation repair had been broken, frayed, and damaged. The suture tape round was not returned. Functional testing was not performed due to the damage to the device. The most likely cause of the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning and/or the device coming in contact with another device during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an acl surgery the suture broke while tightening the loop. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.